Event description:
Healthcare professional reported "patient presented with capsular contracture baker grade unknown", "the implant that was removed was cloudy, after short time of implantation". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.